Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16.5 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks shape of the fracture surface showed that the cracks developed from the scratch as the starting point. Moreover, the tip of the probe had a contact mark against any hard objects. The mfg history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the abnormal output of the device was due to the crack developed from the scratch on the probe during the procedure. After that, the probe broke when the user cleaned it. Based upon the finding of the evaluation, this report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that during the anterior resection of rectum, abnormal output occurred with the subject device. When the physician cleansed it outside the pt, the probe broke. The device was used less than ten times. The procedure was completed with another device. There was no report of pt's injury regarding this event.